Event description:
Reporter alleged obtaining a result of 347 mg/dl on mobile system 1 compared back to back with a result of 115 mg/dl on mobile system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 2. Reference medwatch report with (B)(6) for the suspect device used in system 1.